Event description:
When contacted for follow up information on the event, the patient's healthcare professional had no further information as they had not seen the patient since (B)(6) 2011. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient's implantable neurostimulator was not functioning. No further information was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377845, lot# v008658, implanted: (B)(6) 2007, explanted: na. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 250430002, implanted: (B)(6) 2010, explanted: na. Product type: accessory: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Product type: extension: product ID 3487a-45, lot# j0546218v, implanted: (B)(6) 2007, explanted: na. Product type: lead: product ID 3487a-45, lot# j0537751v, implanted: (B)(6) 2007, explanted: na. Product type: lead. (B)(4).